Manufacturer narrative:
The driver tip remains in the patient. Pioneer surgical reviewed the DHR and the instrument was manufactured to pioneer surgical's specifications. The driver without the tip was returned to pioneer surgical for evaluation and the hardness was within specifications. Since the tip remains implanted it was not possible to inspect this portion of the instrument.

Event description:
During a posterior fusion surgery the tip of the pedicle screw inserter broke off inside screw. The tip remains in the patient. There was no injury to the patient or user nor was there any surgery delay caused by this occurrence.